Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she is experiencing glare and starbursts. The consumer also reported an issue with her near vision in her left eye. She noted that her surgeon had planned for monovision with her right eye targeted for distance and her left eye for near vision. The consumer is seeking a second opinion. In a f/u, the surgeon reported the event continues. He does not feel the lens caused or contributed to the event. The surgeon reported the lenses centration and position are perfect. This finding was confirmed by an independent second opinion. There was two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(6) 2013. (B)(4).